Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The files showed at least 13 applications were performed with a non-returned balloon catheter 2af284 with lot number 00527 on the date of the event without any issue. A clinical issue (phrenic nerve palsy (pnp)) occurred during the procedure. In conclusion the balloon catheter was not returned for investigation. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was switched to and completed with radiofrequency. The pnp had not recovered when they were discharged. No further patient complications have been reported as a result of this event.